Manufacturer narrative:
The manufacturer became aware on 22-jan-2026 that the user experienced a hypoglycemic event on (B)(6) 2026 that resulted in loss of consciousness, emergency medical services intervention, and hospital evaluation. Information provided by the healthcare provider and the user indicated that the user did not respond to hypoglycemia alerts, experienced a continued decline in glucose after eating, and was treated by ems with glucagon prior to hospital arrival, where glucose levels were stabilized and the user was monitored before discharge the following day. An investigation was conducted, including review of available device data and therapy settings. The review identified frequent user-initiated cgm target changes and delayed response to hypoglycemia alerts preceding the event. No device malfunction alerts or hardware failures were identified in the engineering logs. Based on the investigation, no device malfunction was confirmed, and the event is most consistent with use-related factors, including delayed treatment of hypoglycemia. If additional information becomes available or the device is returned for evaluation, a supplemental MDR will be submitted as appropriate.

Event description:
On 22-jan-2026, the user reported that on (B)(6) 2026 they experienced hypoglycemia with a blood glucose of 46 mg/dl. The user was unable to treat the low blood glucose without assistance from a caregiver, and treatment was initiated by emergency responders. The user was treated by ems, transported to the hospital, monitored, and discharged on (B)(6) 2026.